Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. Labels are undamaged. No physical damage was found on the pump. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the infusion stopped without alarming. Patient had to be hospitilized with severe withdrawal symptoms.